Manufacturer narrative:
Reported event: case tha .pelvic checkpoint became loose and disappeared into the pelvic. Shot x-ray and was unable to pull out from pelvis. Closed patient up with checkpoint in. There was a surgical delay of 15 minutes. Case completed with rob301. Product evaluation and results: the product was left in the patient and not able to be returned. The material was confirmed with visual inspection during non-sterile production. Product history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 02/22/2017. No non-conformances were identified during final inspection. Complaint history review: a review of complaints in stryker's complaint database related to p/n 1111653, lot number w50016 shows no additional complaints related to the failure in this investigation. Conclusions: there was nothing from the inspection data which suggested nonconformance of the device contributed to being lost. Failure mode is use error. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
Pelvic checkpoint lost in pelvis

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic checkpoint lost in pelvis.